Event description:
Customer stated, "the pad has a brown mark/discoloration on it and she believe it will burn through and burn everything up." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found a discoloration mark on the pad. This was caused by the customer laying on the pad during use. This caused a hotspot to form and discolor the material. The customer was also misusing the pad by laying on the product during use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".